Event description:
Patient reported to resmed they experienced teeth movement due to the use of CPAP mask.

Manufacturer narrative:
The mask was not returned to resmed for evaluation and is not alleged to be faulty. Resmed has requested all relevant information relating to the event be provided so that further evaluation could be performed.